Event description:
It was reported patient received an alert for high, out of range, high voltage lead impedance. Review of trends showed vectors were normal and stable. It was suspected out of range alert was a false alarm. Alert will be re-enabled and patient will continue to be monitored.

Manufacturer narrative:
(B)(4).